Event description:
Device "inaccuracy" reported. At 9am, the pump was set to infuse an intermittent antibiotic (fortaz) at a rate of 200ml/h with a volume to be infused of 100ml. At 9:30am, the device alarmed that the set volume had infused. A nurse reports that the display indicated 100ml delivered, however there was still approximately 50ml remaining in the container. She re-set the pump for a volume to be infused of 50ml, while maintaining a rate of 200ml/h. It was reported that "within 5 minutes, the pump alarmed for air in the line, the bag was empty, and the tubing was full of air down to the pump." The patient did not experience any adverse effects. The report source states this event is possibly due to a miscalculation of the remaining fluid volume in the intravenous container. No additional information was available.